Event description:
Surgery went fine. It was reported that the upper half of the anchor broke off and came out of the hole and tore the cuff. Doctor had to redo the cuff repair. Anchor was removed.

Manufacturer narrative:
(B)(4)